Event description:
A distributor reported an issue with a pixel display. The pixels affected the customer's ability to interact with or read the screen, requiring replacement. There was no reported adverse impact to the customer's blood glucose level. The customer declined to disclose their backup insulin therapy.